Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. There is no indication of a reagent performance issue. The field service engineer (fse) found that the mixing paddle was out of alignment and re-aligned it. A mechanical check and 21-cup precision test were performed successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial vitamin d result was > 120 ng/ml with flag. The result was reported outside of the laboratory. A frozen aliquot of the original sample was sent to another laboratory due to the high result and tested on a diasorin analyzer. The vitamin d result was 29.4 ng/ml. On (B)(6) 2023, the customer repeated the original sample on the e411 analyzer. The repeat result was 22.3 ng/ml. The result of 22.3 ng/ml was deemed correct. The vitamin d reagent lot number is 70129101 and the expiration date is 30-nov-2023.